Event description:
It was reported that the patient was in ventricular fibrillation (vf). The device successfully converted the arrhythmia with a lower output therapy shock then programmed. During the device replacement, it was noted that the right ventricular (rv) lead showed signs of an externalized wire. The device and lead were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: product ID d314drg ICD, implanted: (B)(6) 2012. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed and the defibrillation superior vena cava (svc) conductor was distorted (extrinsic) due to being pulled/stretched/overstress. Visual summary analysis of the lead indicated apparent explant damage. The svc conductor was pulled out at the proximal end of svc coil. Minimal blood ingress suggests this was done during explant/removal.